Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was detected with high shock lead impedance. The noted red alert was delivered to the physician. No adverse patient effects were reported. The device remains in service. Additional information received. The field representative confirmed that the right ventricular (rv) lead involved is a boston scientific product. All measurements were normal. No surgical intervention was performed. The patient will be followed through remote monitoring system. No adverse patient effects were reported. The lead and device remain in service.

Event description:
Additional information was provided that this patient underwent a revision procedure and the physician attempted to explant the rv lead however, was unable to extract it therefore, the lead was surgically capped and abandoned. The patient's ICD remains in-service. The cause of the high out of range impedances have not been determined.

Manufacturer narrative:
(B)(4). Additional information is expected, this report will be updated with additional details.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this system continued to exhibit high out of range impedance measurements. The patient was brought into the clinic for evaluation and there was noise observed on the shock channel with isometrics along with decreased detection amplitudes. The physician elected to perform a revision procedure in the near future. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.